Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported three (3) days postoperatively, the patient presented with gastric distention at a post operative appointment. During a cryoablation procedure, a polarx fit balloon catheter was selected for use. Three days postoperatively, at an outpatient follow-up appointment, the patient presented with abdominal discomfort and gastric distention. The patient was prescribed gasmotin. Per the physician, the number of applications on roofline was higher than usual. It was believed this may have resulted in the patient's symptoms. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.